Event description:
It was reported that the patient was seen in the emergency room with complaint of dizziness and near syncope. There was also loss of capture on the device. The right ventricular lead had multiple high impedance measurements. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.